Event description:
A high pressure oxygen stainless steel wire braided hose of the transport sys pneumatic module was reported to have burst. It was further reported that there was a spray of sparks and that some of the sparks hit an attending nurse. It is alleged that the nurse was temporarily blinded, but reported back for duty shortly after the event. The report indicates that no serious injury occurred.